Event description:
It was reported to vyaire medical that the ltv 1200 is showing low fio2 alarm when connected to tank gas for transport. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Service technician was unable to verify customer reported problem. Vent was opened and inspected; no anomalies were noted. Process vent thru service for a complete calibration checkout to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.